Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint can¿t be confirmed due to the not returned parts or the picture of the event. One unpackaged ar-2324bcc-1 serial/batch number (B)(6) was received for investigation. No eyelet, screw, or sutures are attached to the device. No pictures were provided. Functional testing between the driver outer sleeve and the tb inner member molded swivelock found that the two devices rotate smoothly. The visual evaluation did not find issues with the returned device. No problem found.

Event description:
It was reported that during a rotator cuff repair surgery the anchor screw came out of the channel during anchor removing. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.